Event description:
It was reported that the device was no longer helping with the pain despite reprogramming attempts. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was discarded.

Manufacturer narrative:
Exact date unknown, event had occurred for a while. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 5039177/5039178.